Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed infusion set to address the alarms and resumed insulin delivery; however, the cause for the occlusion could not be determined and customer declined to continue troubleshooting. Customer's blood glucose was 150 mg/dl.